Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through visual inspection. The returned impactor showed signs of repeated use (nicked/gouged) and the strike plate had fractured off. The device history records were reviewed and no discrepancies relevant to the reported event were identified. As the device had an estimated field age of ten (10) years with signs of repeated use, the root cause is attributed to wear and aging of the instrument. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that the impactor became broken at the bottom. Attempts have been made and no additional information is available at this time.